Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient reported experiencing symptoms associated with high blood pressure, including lightheadedness, brain fog, and sweating. At the time, the patient¿s cgm displayed a glucose reading of 247 mg/dl, while a bg meter showed 126 mg/dl, indicating a discrepancy. The patient went to the emergency room for an evaluation. While there, the patient could not recall the bg meter reading taken during the visit. Treatment included IV fluids, and the patient was discharged home after approximately six hours. At the time of the report, the patient stated he was ¿fine and okay.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.